Event description:
It was reported that when using the bd pyxis¿ es server, the users were unable to log in to stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were in critical override. The technical support specialist stated that the site had reported all stations in critical override. The server was found stuck with messages not processing. The knowledge article as dod data sync stopped on multiple devices" was applied, and communication was confirmed as reestablished with customers. The case was held for a time to monitor for any potential recurrence, and since no customers reported outages, the case was closed. The system functioned as intended after the technical support service trouble shot the device.